Event description:
It was reported that during a total knee surgery while the surgeon was working in the knee, black "stuff" came out of the device into the knee. Suction was used, and it was believed that all of the substance was removed. The device was used to complete the procedure. The pt was "fine" immediately following the procedure. The device was reported to be discarded.

Manufacturer narrative:
The device was not returned to the MFR and was reported to be discarded by the complainant.